Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Post procedural complications is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube and was discharged on (B)(6) 2018. On (B)(6) 2018, the patient experienced abdominal pain and abdominal swelling and was hospitalized. On (B)(6) 2018, the patient died. The cause of death was unknown and an autopsy was not performed. The physician suspected an ileus and stated that causalities between duodopa and the peg-j tubing with abdominal pain, swelling on abdomen and death were not related.

Manufacturer narrative:
(B)(4) catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number.

Event description:
Update received for list number.

Manufacturer narrative:
(B)(4).

Event description:
The cause of death was respiratory arrest.